Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012549168 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator identified a shaft kink/twist at approximately 2.5 inches from the tip. Functional testing was performed and the steering mechanism and deflection test revealed the noise is heard from the handle when the knob is turning with friction. Dissection of the returned device revealed a kinked pull wire in the barrel of handle area. Dissection of the returned device revealed the gap between the threaded slider and floater disk, which caused a free rotation of the knob without turning the shaft. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sheath could no longer be steered. The sheath was replaced, and the procedure was completed. No patient complications have been reported as a result of this event.